Event description:
Revision surgery - the zimmer stem loosened. The surgeon replaced our size 40mm neutral head with a size 44 neutral head. In addition, he replaced the zimmer stem and insert with a djo surgical revision monoblock and insert.